Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or due to blank display.

Event description:
It was reported that they entered the pool with the insulin pump. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. Customer reported that the troubleshooting was performed. The insulin pump will be returned for analysis.